Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). This procedure was reported to be an off-label use for an unspecified reason, and the patient was considered high risk for surgery. Pre-procedure gradient was 18 mmhg; baseline was normal sinus rhythm. Transfemoral access was selected as the access site. During the procedure, the valve was able to be implanted, and it migrated. A second 29 mm, navitor vision valve was selected for implant using a flexnav ds. The valve was able to be implanted successfully at a depth of 3 mm in the non-coronary cusp and 5 mm on the left-coronary cusp (lcc) after two recaptures. Post-gradient was 2 mmhg. On an unknown date, the patient had an aortic dissection resulting to stroke. It was reported that these events (aortic dissection and stroke) are believed to have happened from the procedure and wire/device manipulation. On an unknown date, the patient had died. The physicians believe the cause of migration to be more likely due to a negative or back pressure from the ds.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-procedure gradient was 18mmhg; baseline was normal sinus rhythm. Transfemoral access was selected as the access site. During the procedure, the valve was able to be implanted, and it migrated. A second 29mm, navitor vision valve was selected for implant using a flexnav ds. The valve was able to be implanted successfully at a depth of 3mm in the non-coronary cusp and 5mm on the left-coronary cusp (lcc) after two recaptures. Post-gradient was 2mmhg. No additional information was provided. The patient's condition is unknown.